Event description:
It was reported that the patient presented in clinic for follow-up. Chest x-ray was performed and found that the insertable cardiac monitor was out of the patient body. It was suspected that the device had fallen out due to pocket erosion or had been removed during unrelated procedure. No intervention was performed. There were no patient consequences.